Event description:
On september 14, 2010, the lay user/reporter, the patient's wife, in (B)(6) contacted lifescan to report the one touch ultra 2 meter would not power on. The technical service representative (tsr) contacted the patient to obtain and verify information; however was unable to reach him by telephone. The sr. Medical surveillance specialist classified the complaint based on the information provided in the initial customer service telephone call. On (B)(6) 2010 at 7:00 pm, the patient noted the reported meter would not power on; he was unable to obtain a blood glucose reading. At an unspecified time afterwards, the patient experienced the symptoms of "shivering' and he felt his blood glucose levels were high. The patient was fasting that day, and he had not taken his usual three doses of oral diabetes medication (type not specified). The patient was treated with herbal tea and one tablet of his oral diabetes medication. He did not seek any medical attention. It would have been helpful to determine if "shivering" is one of the patient's typical symptoms of hyperglycemia, if he felt better after taking the oral diabetes medication, his diabetes medication regimen, his expected blood glucose readings and if he had a backup meter. Troubleshooting revealed the patient had correctly replaced the meter's battery and the test strips were correct. The meter was replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia (shivering) after he was unable to test his blood glucose level, due to the meter power issue, and received treatment with a drink. Therefore this complaint is being reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The device was received with the blade discolored (blue) due to heat generated from contact between the blade and tissue pad. The device will stop activating, and either emit a solid tone or display an instrument error code 5 on the generator display when the blade becomes damaged. The blade was found to be broken at the discolored (blue). Probable cause of blade discoloration is applying pressure between the instrument blade and tissue pad without having tissue between them.

Event description:
It was reported that during a sigmoidectomy procedure, the blade broke off when it was wiped to clean outside the patient body. So no piece was left in the patient. Another device was used to complete the procedure. There were no adverse consequences for the patient.